Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 b.6 g.2.

Event description:
Patient reported "pinpricks" pain, fever, muscle pain and seroma late confirmed by ultrasound and MRI. Right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pinpricks" pain, and seroma.

Event description:
Patient reported "pinpricks" pain...and seroma late on an unknown side. Patient additionally reported "fever, muscle pain"; these events are unrelated to the device. Device remains implanted.